Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one guide wire. The catheter involved in the event was not returned. Two severe kinks were observed in the guide wire at 14 and 18 cm from the proximal end. The guide wire was found to be intact and within dimensional specifications. A review of manufacturing records did not yield any relevant findings. Based on the condition of the guide wire and the report that it occurred during use, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that during insertion, when the catheter was threaded over the guide wire, the catheter became bent. As a result, the catheter was replaced. The customer returned a sample for evaluation and the guide wire was observed to be kinked instead of the catheter. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). This report is for the second in a series of two consecutive product issues with the same patient. The initial event has been reported under MDR# 9680794-2015-00091.